Manufacturer narrative:
Follow up emdr submission for device evaluation. One (1) sample from an unknown lot number was received for evaluation. Failure mode could be confirmed since a visual inspection was performed and it was noticed that the access dilator was disconnected from the tube. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Lot #0001068747 was manufactured on 28-mar-2017. Based on the sample analysis, failure mode was verified. However a probable root cause cannot be determined for this investigation, since no issues were found during the applicable manufacturing, packaging and inspection processes that can be related to personnel, material or method with the reported failure. This failure mode will be entered into the complaint tracking system and tracked & trended for future occurrences of any similar failure modes.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Line disconnected from white plastic valve connected to pleurx valve. Line was connected at the other end to an atrium drain. Clinician feels strongly the line was not pulled. No patient harm. Additional information received 04-oct-2017: yes, it was still in the valve. The tubing disconnected from the white plastic. Incident aware date ((B)(6) 2017) updated to reflect new reportable information.